Event description:
Customer stated that the sample probe wash station is not draining and fluid (wash solution) overflowed onto the top of the immage 800 immunochemistry systems. The leak was contained to a small area around the opening of the wash station. Customer technical support (cts) recommended the use of personal protective equipment before troubleshooting. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer entered and exited the diagnostic mode; however, it did not resolve the problem. The customer also powered down and rebooted the instrument. Service request was generated to address the event and the customer was advised not to operate the instrument until service arrives. Field service engineer (fse) replaced the scd filter on sample vacuum wash station and replaced the vacuum pump kit repair. Fse ran controls. The cause of the event appears to be filter related.

Manufacturer narrative:
(B)(4).